Event description:
It was reported the devices will be removed due to the majority of he screws in the mandible appearing to be fractured.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported the devices will be removed due to the majority of he screws in the mandible appearing to be fractured.

Manufacturer narrative:
Investigation and surgeon confirmed the patient condition is the leading cause of device failures such as fracture of implant, loosening of the screw, fracture of the screw, and fracture of porcelain. This event does not indicate device failure, malfunction, or other performance issues. This event is not associated with a product failure mode. The revision of the devices is planned to be performed on (B)(6) 2023 and if the products become available and will be returned, the investigation will be re-evaluated. Based on statistical evaluation, there are no indications for any design, material or manufacturing related issue.